Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window. Unit received with cracked case at display window corner. Unit received with broken reservoir tube lip. Unit received with cracked belt clip slot.

Event description:
Customer reported via phone call to have received a button error alarm. Customer was not holding button down for greater than three minutes. Customer's blood glucose was 276 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.